Event description:
Adverse event: "no patient impact reported" (no consequences or impact to patient). Product problem: "not cutting" (dull). The surgeon reported the knife did not cut during surgery. Another knife was used to complete the procedure. No patient harm was reported. Additional follow-up information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).